Event description:
During a follow up in-clinic, episodes of automatic mode switch (ams) due to far-field r-wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No known intervention has been performed. The patient was stable and will continue to be monitored.